Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), salpingitis ("inflammation of fallopian tube") and autoimmune disorder ("autoimmune disorder") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included ibuprofen, paracetamol (tylenol) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), mood swings ("hormonal changes- mood swings"), menstruation irregular ("period changes"), the first episode of nausea ("nausea"), the first episode of allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), amnesia ("memory loss"), abdominal pain ("abdominal pain"), pain in extremity ("pain in my legs"), muscle spasms ("muscle spasm"), fallopian tube disorder ("severe scar tissue in fallopian tubes"), adnexa uteri pain ("severe scar tissue in fallopian tubes causing severe pain"), the second episode of nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), weight decreased ("weight loss"), back pain ("lower back pain") and myalgia ("muscle pain"). The patient was treated with surgery (to remove the essure implant) and surgery (surgical removal of coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, autoimmune disorder, anxiety, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, mood swings, menstruation irregular, vaginal discharge, weight increased, amnesia, abdominal pain, pain in extremity, muscle spasms, fallopian tube disorder, adnexa uteri pain, the last episode of nausea, the last episode of allergy to metals, weight decreased, back pain and myalgia had not resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, amnesia, anxiety, autoimmune disorder, back pain, dysmenorrhoea, fallopian tube disorder, fatigue, menorrhagia, menstruation irregular, mood swings, muscle spasms, myalgia, pain in extremity, pelvic pain, salpingitis, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of allergy to metals, the first episode of nausea, the second episode of allergy to metals and the second episode of nausea to be related to essure. The reporter commented: she had need for additional surgery date(s) of removal: (B)(6) 2016, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information and events-inflammation of fallopian tube, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), hair loss, hormonal changes- mood swings, period changes, nausea, nickel allergy, vaginal discharge, weight gain, memory loss, abdominal pain, pain in my legs, muscle spasm, severe scar tissue in fallopian tubes, severe scar tissue in fallopian tubes causing severe pain, nausea, nickel allergy, weight loss, lower back pain, muscle pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, anxiety and fatigue outcome was unknown. The reporter considered anxiety, autoimmune disorder, fatigue and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.